Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Unit and one touch ultra link functioning and communicating properly. Recorded properly at status screen. Unit communicated properly with the test mini link transmitter and tested with glucose sensor simulator. No sensor alarm and no calibration error. Unit received with cracked battery tube threads.

Event description:
The customer reported via email of low blood glucose of 46 mg/dl. Customer declined troubleshooting and only wanted to report the incident.